Event description:
It was reported the physician was going to be performing several revisions moving leads either up or down the epidural space. No symptoms reported. The manufacturer representative documented all patient information previously, and the outcome remained unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-01, serial# unknown, product type: accessory. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).